Event description:
No additional information was provided

Manufacturer narrative:
Pr 10984161 - supplemental MDR - plunger rod broken / damaged. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. This product does not have a stop ring by design according to its product specification. The design of the product has not changed since (B)(6) 1997. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material #:309628; batch#:3027085. It was reported that the bd luer-lok plunger rod was broken / damaged. The following information was provided by the initial reporter: verbatim: scribe was drowning up medication and trying to get bubbles out while pushing and pulling there was some resistance, then plunger became very slick and came out." Item -309628. Lot -3027085.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed